Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post pace. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products cont: d314trg implantable cardioverter defibrillator (ICD)  (B)(6) 2011; 4193 implantable pacing lead (B)(6) 2006. (B)(4).